Manufacturer narrative:
Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was not able to duplicate the reported device behavior. The fse did not find any assembly failure therefore, no component root cause investigation will be performed. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use.

Event description:
The customer reported this ventilator device was set at 600 millimeter (ml) however, the device was only delivering 300 ml, while in patient use. The customer stated no patient harm or injury was associated with this event.